Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The pt's samples were collected in lithium heparin plasma tubes. It is unk if the customer sent this pt's sample to beckman coulter customer product line support (cpls) lab for additional heterophile analysis. Cpls noted one of the sample tubes received from the customer did not have enough sample to perform analysis on. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-03302 and 2122870-2011-03303.

Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for two pts on multiple samples involving unicel dxi 800 access immunoassay system. This report refers to pt number two. The customer completed additional heterophile testing and produced higher troponin I results. It is unk if the elevated results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt samples for further analysis.